Event description:
Information received indicates during a preventative maintenance check, the technician found the ground resistance reading was out of range on the bed.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.